Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the mildly tortuous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon failed to inflate and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications.